Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges bodily injuries, pain, and suffering. Doi: (B)(6) 2005; dor: (B)(6) 2015; left hip. Update 9 apr 2018 pfs and medical records received. Pfs alleges injuries and disability. After review of medical records for the MDR reportability, patient was revised to address pain and dislocation. Revision notes reported local tissue reaction, loose acetabular cup involving the psuedocapsule and subluxation. It was also stated that there was large cavitary defects superiorly. Updated product codes and lot numbers.